Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It is reported that a customer was hospitalized for unknown reasons. The customer's blood glucose level was unavailable. The customer's mother insisted on having their child's pump replaced. A replacement pump was sent to the customer. The mother declined assistance with trouble shooting. It is unclear what caused the customer to go to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.